Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the loop broke during the procedure. Therefore, it was necessary to use another loop.". No negative impact in state of health reported.

Manufacturer narrative:
Correction in section dr the lot number is 857067. The device will not be expected to be returned the customer informed that the product concerned has been discarded at the hospital investigation. Should relevant additional information become available, a supplemental medwatch report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).